Manufacturer narrative:
Investigation - evaluation: a review of documentation, complaint history, device history review, instructions for use (IFU), trends, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation was performed. Review of the device history record shows nonconforming events; however, all nonconformance's were scrapped before the work order was processed as normal. A complaint data base search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined; however, measures have been initiated to address this issue. The appropriate personnel have been notified of this event and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in a lower extremity angiogram. It was reported that the patient had previous stents placed that had restenosed; therefore, a new stent was placed inside a pre-existing stent. When a balloon was advanced for post dilatation of the new stent it ruptured at a nominal pressure of 10atm. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.